Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the load sequence. Blood glucose level was reported at 498 mg/dl. Caller contacted support for troubleshooting assistance, completed the necessary steps to remove air from the cartridge, and used room temperature insulin. Technical support guided the caller through filling and loading a new cartridge on the pump, after which the issue was resolved and insulin delivery resumed.